Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter. While ablating, the patient developed a third degree heart block. Initially, the patient seemed to recover with second degree heart block, but then went back to third degree. The patient ultimately required an emergent permanent pacemaker insertion the same day for high-grade atrioventricular block. The patient remained overnight for observation. The patient was reported to be in stable condition at the time the complaint was reported. The biosense webster products were not considered to be at fault for this issue. The patient did not require extended hospitalization. The returned device was visually and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: 1.carto 3 system, model #: m-4800-01, serial #: (B)(4). 2.smartablate generator: model #: m-4900-07, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter which suffered a heart block atrioventricular third degree which required a cardiac pacemaker insertion. The patient's medical history is unknown. While ablating, the patient developed a third degree heart block. Initially, the patient seemed to recover with second degree heart block, but then went back to third degree. The patient ultimately required an emergent permanent pacemaker insertion the same day for high-grade atrioventricular block. The patient remained overnight for observation. The patient was reported to be in stable condition at the time the complaint was reported. The biosense webster products were not considered to be at fault for this issue. The patient did not require extended hospitalization. The patient's diagnosis pre-procedure was paroxysmal svt atrioventricular nodal reentrant tachycardia. The physician's opinion regarding the cause of this adverse event is that he was running the generator and stated that he did not turn off the generator fast enough when the patient had the heart block during the burn. This event was assessed as a serious injury since it required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 3/22/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).